Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use, and specifications, and visual inspection of the returned device were conducted during the investigation. Visual inspection of the returned device revealed that the clear tubing was separated at the purple hub. A thorough review of the device history record did observe one (1) non-conformance associated with the complaint lot number. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Per the instructions for use: ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow." There was one other reported complaint for this lot number (reported on MDR #1820334-2017-01618). Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a turbo-ject® double lumen bedside power-injectable PICC on an unspecified date. The catheter reportedly split at the hub 44 days following implantation. The device was explanted and replaced with a new catheter. No further event or patient information was provided. The device is available for evaluation; however it has not been received by the manufacturer as of the date of this report.